Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or model number.

Event description:
Healthcare professional reported a lap-band system has a "hole in it." The problem was first noticed when they "couldn't keep volume in the lap-band and the office would do an adjustment and the pt "was not feeling anything." The lap-band system was removed and replaced.